Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC inserted in to right brachial vein on (B)(6) 2024 cut to 50cm external 5cm securacath in situ. Report from district nurses that patients line unable to flush or aspirate. Chest x-ray ordered and showed line kinked in the arm. PICC removed, and kink observed at 7.5cm. The patient impact had a delay in receiving his antibiotic and had to return to hospital to have the PICC line removed and a new PICC line inserted.